Event description:
Foley balloon would not deflate. Unable to pull back 5-1000 sterile water. Inflation lumen severed. Still no water flowing out. Balloon removed inflated so unable to remove foley. Had pt move, stand, and sit in chair. Foley came out on its own 4 hrs later.